Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the problem was found during the surgery and completed without any delay by restarting the device. Remote service engineer (rse) checked the device remotely and confirmed that the geometry could not move and the collimator reported error. To resolve the issue rse instructed customers to do a cold shutdown. After a cold restart, system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend using a system restart if there is a system failure. The azurion IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.